Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study ((B)(4): zenith alpha thoracic post market retrospective study). The patient was emergently treated for aortic dissection. There was difficulty with access to the target lesion. At the end of the procedure, the abdominal false lumen had continued flow, component separation and type 1b endoleak were noted. At subsequent visits, abdominal false lumen flow was not present, and then present again, and thrombus to the zta (B)(4), ref#: 3002808486-2024-00178) and retrograde progression of dissection were noted (B)(4), ref#: 3002808486-2024-00138). Type 1b endoleak was entered as an adverse event which led to the patient¿s death. On an unknown date in 2019, the patient was emergently treated for hyperacute thoracic dissection type b with placement of 1 zta-p device and 2 non-cook stents. Access of the target lesion and deployment of the zta device was not successful, with explanation ¿due to malformation, the device could not reach target site, from femoral artery. However, from subclavian artery it was possible.¿ at the end of the procedure the abdominal false lumen was partially thrombosed with source of false lumen flow unknown. A type 1b endoleak and component separation device issue was noted. At the 1-month follow-up visit, an adverse event is noted to have occurred since the procedure. Abdominal false lumen was not present on imaging. Evidence of thrombus in the zta was noted. Device issue was noted, stating type 1b endoleak. At the 6-month follow up visit, retrograde progression of dissection was noted and the abdominal false lumen was partially thrombosed with source of false lumen flow unknown. Evidence of thrombus in the zta, device issue, and type 1b endoleak persisted. The 12-month follow-up visit showed no change to the imaging findings. An adverse event was entered for endoleak, type 1b (distal) with onset date 15jan2020 (the same date as the 12-month follow-up visit). This was queried since the endoleak was noted at each visit, including at the end of the procedure. No treatment was noted. The event was considered related to the study device and due to a device deficiency, noting "faulty seal." The event led to the patient¿s death. Additional information received 18sep2024: the patient has a re-entry tear in the distal end of the zta, into a false lumen. The left subclavian artery was partially covered by the graft fabric and was revascularized. At 6-months it is reported: no progression of dissection. Thoracic false lumen not present patient outcome: the patient is reported to have died on (B)(6) 2021, with cause of death "progression of dissection, due to endoleak type 1b." No autopsy was performed, and no death report is available.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: an 85-year-old male patient was emergently treated with a tevar (thoracic endovascular aortic repair) for a hyperacute ( 24 hours) type b thoracic dissection on (B)(6) 2019. The primary location of dissection was zone 2 and distal location left common iliac with false lumen present in both the descending thoracic aorta and the abdominal aorta. The patient reportedly had an unknown secondary tear. Pre-medical conditions were entered as secondary hyperparathyroidism, chronic kidney disease, stage 1 and aortic dissection type b. The procedure was performed with a zta-p-38-217 and two non-cook stents. It was reported that the zta-p-38-217 could not be advanced through the femoral artery due to the angulation in the aorta (this complaint). The zta device was instead inserted through the subclavian artery. The zta-p-38-217 was placed in zone 2, partially covering the left subclavian artery. The two stents were placed distal to the zta-p-38-217. Procedural angiography shows that the thoracic false lumen is not present, and the abdominal false lumen was partially thrombosed. The source of the false lumen flow was unknown. Furthermore, it was described that a type 1b endoleak was present ( (B)(4), ref# (B)(4) ), however, no intervention was performed. Furthermore, mural thrombus is described in 1-month follow-up, 6-month follow-up and 12-month follow-up, this event will be handled in (B)(4) (ref# (B)(4) ). Per the instructions for use adequate iliac or femoral access is required to introduce the device into the vasculature. Furthermore, the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. Based on the information provided the difficulties in inserting the device through the femoral artery was due to severe angulation of the aorta. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.